Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found the device was incorrectly assembled specifically at the conjunction of the tubing and the y-site. The reported condition was verified and the cause is attributed to misassembled parts during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set disconnected and sprayed saline in a nurse¿s eye. The tubing separated from the upper infusion port. The nurse was purging the tubing with saline at the time of the occurrence. There was no report of patient injury or medical intervention associated with this event. No additional information is available.